Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Device evaluation: one infusion pump was received for evaluation. Visual inspection found plunger head tamper seal was removed and the bottom seal was broken, the battery door was damaged, and one of the plunger flippers is not fully functional. The device's event history log was reviewed for evidence of the reported event," travel course error/check clutch lever/plunger" was found. To conduct functional testing, the device was powered up and an occlusion test was performed. Upon power up, a popping sound follow with 'travel course error check clutch/plunger' was found during the occlusion test. The problem was confirmed and duplicated. The lead screw, both clutch halves and clutch spring were found to be contaminated with black debris grease and the cause of the issue. To address the issues, barrel clamp guide, barrel clamp rod, tapered spring, plunger assembly, plunger cable, tube seal grommet, battery, battery door, barrel spring and barrel clamp slide were replaced, and a cable guard was added. Device passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the device exhibited a travel course error, check clutch level, and plunger lever error. No adverse patient effects were reported by the customer.